Event description:
Customer reported via phone, she went swimming with the device one and realized it after the device had been exposed to fluids for 20- 45 minutes. Customer's blood glucose was 387 mg/dl. Fluids are noticed under the lcd display and it looks a little foggy during the main menu. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with moisture damage on the lcd board. The device had cracked reservoir tube lips and cracked case near the display window corner.